Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device during use. No report on patient involvement was provided. No additional information is available.